Event description:
The patient had a loss of therapeutic effect after surgery for a broken tibia. The system was turned on, but the patient had no relief and felt no stimulation. Additional information has been requested.

Manufacturer narrative:
(B) (4).